Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat is not in use and they wanted to return it. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat is not in use and they wanted to return it. No injury or reaction was reported. Eval confirmed there was a major blood spill inside the unit as well as a pneumatic leak on the driver board and inlet valve damage. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).